Event description:
On 2/10/98, catheter was inserted with an x-ray showing all parts intact. Then, on 2/17/98, catheter was seen detached from mediport possibly due to severe coughing. The catheter slipped into the right ventricle. Mediport was replaced with a new mediport on 2/17/98 and catheter was removed through the femoral route. Two specimens were analyzed.